Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq was reading inaccurately high compared to another device. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 6:30 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿329 mg/dl¿ on the subject meter and ¿110 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (unspecified type or dose, no adjustments) and it is not known what changes, if any, the patient made to his usual diabetes management regimen as a result of the alleged issue. The patient reported that 10 minutes after the alleged inaccuracy issue began, he developed the symptom of ¿shakiness¿ and that he self-treated his symptom by consuming food and/or drink at approximately 6:45 p.m. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.